Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when closing latch and locking it, the device threw the message: ''cassette locked but not latched. Unluck and reattach cassette." The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "when closing latch and locking it, device threw the message: 'cassette locked but not latched. Unlock and reattach cassette¿ was replicated through latch lock test and occlusion test. The cause of the reported issue was a non-functional latch lock sensor and was resolved by replacing the latch lock mechanism and sensor. Further investigation found the downstream occlusion (dso) seal was detached. Replaced the dso seal, performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.